Event description:
During procedure the device stopped working and showed error message. No damage visually on the device. Device replaced with new one. No injury noted to the patient. FDA safety report ID # (B)(4).